Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi mode (bvvi) resulting in high-voltage (hv) therapy being disabled. The device had not been programmed into MRI mode. Technical support was contacted, and the device could not be restored. The device was explanted and replaced to resolve this event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of MRI related reset and problem associated with use in off-label MRI environment was confirmed. The device was received in backup mode, consistent with the use in off-label MRI environment as reported from the field. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed including output verification, and cold temperature soaking did not identify any functional issues. Backup condition could not be reproduced.